Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the occlusions. Reportedly, on (B)(6) 2026, the customer experienced a blood glucose level of 550 mg/dl. The elevated bg was attempted to be addressed with a correction injection via manual insulin therapy. The customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue without causing any permanent damage. Customer was discharged from the ER on (B)(6) 2026. Reportedly, the customer reverted to an alternate method of insulin therapy.